Event description:
On (B)(6) 2012, the surgeon performed the initial ifuse implant surgery using two 7mm diameter and one 4mm diameter ifuse implants. The pt had pain resolution for there months. The pt did not follow the protected weight bearing recommendations after surgery and developed pain in the operative area. On (B)(6) 2013, the surgeon performed revision surgery by adding an additional two 4mm diameter ifuse implants. He debrided the joint and grafted the joint with auto-graft harvested from the ipsilateral iliac crest. The pt has done well and has less si joint pain than she had prior to the revision surgery. Per dr. Reckling, "this is a case of symptomatic late loosening. The risk factors described by the surgeon are anatomic variation present at the lumbosacral articulation leading to altered si join biomechanics, the pt's ligamentous laxity and the pt's noncompliance with post-operative protected weight bearing recommendations."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is symptomatic late loosening due to the pt's altered si joint biomechanics, the pt's ligamentous laxity and the pt's noncompliance with post-operative protected weight bearing recommendations.